Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 at 7:00 pm due diabetic ketoacidosis with a blood glucose level of over 500 mg/dl. Blood glucose level at the time of the call was 273 mg/dl. The customer was dehydrated and put on insulin drip. Customer experienced symptoms such as nausea and pressure in arm and chest related to their high blood glucose. The customer was wearing the insulin pump at the time of the emergency room visit. Customer declined troubleshooting for the high readings. The insulin pump was not replaced or returned for analysis.